Event description:
Reportedly, while pacing a pt, a pacing leads off display was observed. Allegedly, the operator was able to continue pt pacing by pressing on the pacing cable connector where it attaches into the front of the device.